Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the patient had frequent skin infections. The physician believes that could be the cause of infection. The infection was contained to the pocket. No vegetation or endocarditis was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a skin infection. No other patient symptoms were reported. The pacemaker and leads were explanted. The patient was reimplanted with a new system on the right side. The patient did not suffer any complications from the surgery.